Event description:
This pr is a duplicate to prs (B)(4).

Manufacturer narrative:
(B)(4) - follow up MDR for correction. Following submission of the initial MDR, it was determined that this complaint was a duplicate of prs (B)(4). No further action will be taken.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information device problem code: a140901 - complete blockage.

Event description:
Material#: 305106 lot#: 3083952 it was reported by the customer that needles are clogged. Verbatim: please see the attached document for somes customer returns that came back as defective I need to return for credit. Can you please issue ra's? Please let me know if you need anything else. Thank you, (B)(6).